Manufacturer narrative:
Result: foot board shell.

Event description:
It was reported by service report that the foot board connector was smashed through the bottom and the plastic was broken on the foot board shell. The power cord outer sheathing was damaged. No pt involvement or adverse consequences are reported.